Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1: street address= (B)(6). E1: postal code: = (B)(6). E1: phone number = (B)(6). E3: customer occupation= unknown. G4 ¿ PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported the ncircle tipless stone extractor's basket was unable to remove the stone during an unspecified procedure. The package was opened and observed intact before removing the device. After the instrument was combined with the handle, it could not remove the stone. A customer provided photo appear to show the basket wires are inter-tangled, preventing the basket from forming the proper symmetrical shape. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Correction: b5. Investigation ¿ evaluation. It was reported the ncircle tipless stone extractor's basket was unable to remove the stone during an unspecified procedure. The package was opened and observed intact before removing the device. After the instrument was combined with the handle, it could not remove the stone. The procedure was completed by using a new basket. A customer provided photo appears to show the basket wires are inter-tangled, preventing the basket from forming the proper symmetrical shape. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturer¿s instructions (mi), and quality control (qc) procedures were conducted during the investigation. Functional tests and visual inspection of the returned complaint device was also conducted. One device was returned for investigation in opened packaging. Handle in open position. Handle does actuate basket formation. Both the returned device and pictures supplied by the user showed that the basket wires were intertwined, resulting in a abnormal basket shape. Cook has concluded that the device was manufactured to specification. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found one possibly related non-conformance reported for lot. All devices are inspected for functionality and damage during manufacturing and quality control checks and the devices shipped from the lot passed those inspections. The possibly related non-conformance was not sufficient evidence to suspect other devices in the lot could have been non-conforming. A complaint history database search showed no other related complaints associated with the failure mode for the complaint device lot. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. Cook also reviewed product labeling. The IFU supplied with the device did not provide any information related to the reported issue. Based upon the available information, inspection of the returned device, and results of the investigation, cook has concluded that the cause for the complaint could not be established. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Correction: the procedure was completed by using a new basket.